Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further in-office review of the episode was recommended. No adverse patient effects were reported. This system remains in service.